Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. An 0x10 alarm was generated, indicating reset caused by system alarm and watchdog computer operating properly (sawcop) expiration. 45 first prime pulses were delivered. No damages or deficiencies were observed that would contribute to the 0x10 alarm. The 0x10 alarm is confirmed as the root cause of the reported event. The root cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.